Event description:
It was reported that the device embolized. On (B)(6) 2019 a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. The procedure went as planned and the closure device was successfully implanted in the laa of the patient. There were no patient complications that were reported. On (B)(6) 2019 it was discovered that the device had embolized out of the laa. The patient had complained of leg pain after the implant. They saw a surgeon for this. An angiogram of the aorta revealed the presence of the closure device at the iliac bifurcation. On (B)(6) 2019 the patient had a trans-catheter retrieval performed to remove the device. The device was retrieved percutaneously from the patient. After retrieval of the device there was a thrombus that obstructed the iliac arteries. The physician placed a stent in each artery, after which, a brisk flow was observed on angiogram. A new 21mm closure device was successfully implanted immediately following the retrieval of the embolized device. The patient did well and was discharged without any further complications.